Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Lead fracture was suspected. During device change out for eri, lead to can abrasions were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 12.2cm was returned for analysis. External insulation abrasion was noted at 6.5-6.7cm and 8.5-8.7cm from the connector end, consistent with lead friction to the ICD can. The sensing coil was visible at the same location. This consistent with the observation from the field of intermittent capture and noise.